Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device seemed difficult to open and close. The surgeon activated the device. After the surgeon removed his finger, the device continued to activate. A harmonic (B)(4) was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The instrument was received with the energy button detached and not returned with the instrument. To fully test the instrument a button was attached and tested with a generator. The instrument passed all system tests. Additionally there was no issue noted with the opening and closing of the instrument. There were no activation issues to include continuous activation noted when testing the instrument. The instrument was disassembled and checked internally for any issues that could have caused continuous activation and none were found. Our manufacturing process verifies the functionality of the instrument prior to shipping. No conclusion could be reached as to how the button detached from the instrument or why the continuity and jaw issue were reported. It is possible that when reattaching the button, it was attached in such a way that it resulted in continuous activation. This was not confirmed during our analysis.